Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called and stated that the brush head came apart in his/her mouth. No injury was reported.